Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead issued an alert in the remote monitoring system for a high, out-of-range shock impedance measurement of 106 ohms. It was noted that the shock impedance is 101 ohms to 106 ohms. The physician will continue to monitor the patient over the home monitoring equipment. The lead remains implanted. No adverse patient effects were reported.